Event description:
Boston scientific received information that this pacemaker exhibited a reduced longevity due to high programmed right ventricular (rv) lead thresholds. Boston scientific technical services discussed that the reduced longevity was expected due to the high outputs and that the device was functioning appropriately for its programming. The device was reprogrammed to reduce the rv threshold and the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
UDI: (B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited premature battery depletion (pbd) due to high output. When reprogramming was done, the device longevity extended. In addition, the patient fell but upon interrogation there was no out of range measurements that could cause the reported event. To date, this pacemaker remains in service. No adverse patient effects were reported.